Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a mobile meter, compared to a lab result, within 10 minutes: 18.1 mmol/l (mobile meter) and 8.6 mmol/l (lab). No adverse event reported. The test strip lot number was not provided. The product cannot be returned for legal and customs issues.